Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebp0498 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt had PICC inserted (B)(6) 2017. On (B)(6), unable to flush any of the 3 lumens and unable to aspirate blood. Completely occluded. PICC line was removed nov 7th. Kink noted 5-6 cm above insertion site.